Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and advantage were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence, pelvic organ prolapse, cystocele, enterocele, and urinary incontinence. The patient experienced pain, bleeding, erosion, odor, protrusion, dyspareunia, recurrent constipation, and urinary/bowel problems. It was reported that patient underwent revision and repair of exposed mesh and cystoscopy with hydrodistention on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 7/28/2016. It was reported that following insertion the patient experienced vaginal discharge, cystocele, stress urinary incontinence and urinary frequency. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.